Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device -location of device") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding and painful periods. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)) . Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device dislocation, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of both tubes on or about (B)(6) 2010, hysterosalpingogram test was performed, which confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell change. Endometrium: - late secretory type endometrium myometrium: no significant histopathologic findings. Right adnexa: benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: - benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateral tubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix cassette b endomyometrium cassette c right tube cassette d left tube ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device -location of device"), pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") and haemorrhagic anaemia ("anemia/ anemia due to heavy menstrual bleeding") in a 33-year-old female patient who had essure (batch no. 74064b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). (B)(6)2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell change. Endometrium: - late secretory type endometrium myometrium: ¿ no significant histopathologic findings. Right adnexa: ¿ benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: - benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateraltubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix cassette b endomyometrium cassette c right tube cassette d left tube. Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding, painful periods and pancreatitis. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included diazepam (dizepam), ethinylestradiol;norgestimate (ortho tri-cyclen), ketorolac tromethamine (toradol), lisinopril and medroxyprogesterone acetate (provera). On (B)(6)2010, the patient had essure inserted. In august 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition : mental anguish") and back pain ("lower back area pain"), 23 days after insertion of essure. On 7(B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, haemorrhagic anaemia, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, genital haemorrhage, back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2010: results: full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information updated. Event added: migraines, headaches, anemia due to heavy menstrual bleeding, lower back area pain, abdominal area pain. Event outcome was updated for the event: genital bleeding.concomitant drugs and conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device -location of device") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 74064b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding and painful periods. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device dislocation, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of both tubes on or about (B)(6) 2010, hysterosalpingogram test was performed, which confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell change. Endometrium: late secretory type endometrium myometrium: no significant histopathologic findings. Right adnexa: benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateral tubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix cassette b endomyometrium cassette c right tube cassette d left tube ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Event per pfs: essure confirmation test not done. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device -location of device") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding and painful periods. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device dislocation, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of both tubes on or about (B)(6) 2010, hysterosalpingogram test was performed, which confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell change. Endometrium: late secretory type endometrium myometrium: no significant histopathologic findings. Right adnexa: benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateral tubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix, cassette b endomyometrium, cassette c right tube and cassette d left tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: update of quality-safety evaluation of product technical complaint ( FDA code updated). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device -location of device') and pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 74064b-invalid,740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell change. Endometrium: late secretory type endometrium myometrium: no significant histopathologic findings. Right adnexa: benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateraltubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix cassette b endomyometrium cassette c right tube cassette d left tube. Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding, painful periods, pancreatitis and obesity. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included diazepam (dizepam), ethinylestradiol;norgestimate (ortho tri-cyclen), fish oil since 2012, folic acid from 2009 to 2010, ketorolac tromethamine (toradol), lisinopril and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual bleeding") and back pain ("lower back area pain"), 23 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced blood loss anaemia ("anemia/ anemia due to heavy menstrual bleeding"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") and abdominal pain ("abdominal area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, blood loss anaemia, depression, anxiety, migraine and headache outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Discrepancy in lot number provided in pif 740648. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. The lot number reported (74064b) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is invalid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device -location of device') and pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 74064b-inv,740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done ". The patient's medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding, painful periods, pancreatitis and obesity. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included diazepam (dizepam), ethinylestradiol;norgestimate (ortho tri-cyclen), fish oil since 2012, folic acid from 2009 to 2010, ketorolac tromethamine (toradol), lisinopril and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual bleeding") and back pain ("lower back area pain"), 23 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced blood loss anaemia ("anemia/ anemia due to heavy menstrual bleeding"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") and abdominal pain ("abdominal area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, blood loss anaemia, depression, anxiety, migraine and headache outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Discrepancy in lot number provided in pif 740648 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: full occlusion of both tubes. Pathology test - on (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell change. Endometrium: - late secretory type endometrium myometrium: - no significant histopathologic findings. Right adnexa: - benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: - benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateraltubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix. Cassette b endomyometrium. Cassette c right tube. Cassette d left tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. The lot number reported (74064b) is not valid. Lot number: 740648, manufacturing date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device -location of device") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 74064b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding and painful periods. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, 3 years 8 months after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of both tubes on or about (B)(6) 2010, hysterosalpingogram test was performed, which confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy. Diagnosis: uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy. Cervix/endocervix-acute and chronic cervicitis and reactive changes cystic and ciliated cell change. Endometrium: late secretory type endometrium myometrium: no significant histopathologic findings. Right adnexa: benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateral tubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix, cassette b endomyometrium, cassette c right tube, cassette d left tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received, lot number updated, event added as:- psychological or psychiatric problems condition: depression and mental anguish. Incident at the tim:e of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device -location of device') and pelvic pain (severe pelvic pain / pain) in a 33-year-old female patient who had essure (batch no. 74064b,740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy. Diagnosis: uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy, cervix/endocervix-acute and chronic cervicitis, and· reactive changes cystic and ciliated cell change. Endometrium: late secretory type endometrium myometrium: no significant histopathologic findings. Right adnexa: benign fallopian tube with focal fimbria, fibrosis. Left adnexa: benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateraltubes and accompanied by a requisition both labeled her uterus, cervix, bilateral fallopian tubes. The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink, tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm in length and up to 0.7 cm in diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix, cassette b endomyometrium, cassette c right tube, cassette d left tube. Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding, painful periods, pancreatitis and obesity. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included diazepam (dizepam), ethinylestradiol;norgestimate (ortho tri-cyclen), fish oil since 2012, folic acid from 2009 to 2010, ketorolac tromethamine (toradol), lisinopril and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual bleeding") and back pain ("lower back area pain"), 23 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine") and headache. In (B)(6) 2010, the patient experienced blood loss anaemia (anemia/ anemia due to heavy menstrual bleeding). In (B)(6) 2010, the patient experienced depression (psychological or psychiatric problems condition: depression) and anxiety (psychological or psychiatric problems condition : mental anguish). On an unknown date, the patient experienced genital haemorrhage (abnormal bleeding (general)/ heavy bleeding) and abdominal pain (abdominal area pain). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, blood loss anaemia, depression, anxiety, migraine and headache outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Discrepancy in lot number provided in pif 740648. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event abnormal genital bleeding and pelvic pain to recovered. Reporter causality comment added.lot number added.seriousness criteria for event genital hemorrhage and blood loss anemia updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience severe pelvic pain some time after insertion. The plaintiff underwent partial hysterectomy to remove the device. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain "), device dislocation ("migration of essure device -location of device") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. 74064b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding and painful periods. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy performed to remove the device) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device dislocation, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of both tubes on or about (B)(6) 2010, hysterosalpingogram test was performed, which confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell. Change. Endometrium: late secretory type endometrium myometrium: no significant histopathologic findings. Right adnexa: benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateral tubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix, cassette b endomyometrium, cassette c right tube, cassette d left tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: plantiff fact sheet & medical record received. Events migration of essure device, abnormal bleeding (vaginal, menorrhagia), are added. Lot number added. Lab data updated. Concomitant condition and drug , historical conditin and drug are added. Product , patient & reporter inormation updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device -location of device') and pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 74064b,740648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida I, parity 1, appendectomy, knee operation, tonsillectomy and lumpectomy (breast cancer). (B)(6) 2014: laparoscopic assisted hysterectomy with bilateral salpingectomy diagnosis- uterus, left and right fallopian tubes , hysterectomy and bilateral salpingectomy cervix/endocervix-acute and chronic cervicitis and· reactive changes cystic and ciliated cell change. Endometrium: - late secretory type endometrium myometrium: ¿ no significant histopathologic findings. Right adnexa: ¿ benign fallopian tube with focal fimbria!.. Fibrosis. Left adnexa: - benign fallopian tube. Gross examination: the specimen is received in a container of formalin labeled her uterus, cervix. Bilateraltubes" and accompanied by a requisition both labeled her uterus. Cervix. Bilateral fallopian tubes". The specimen consists of a uterus with attached cervix with attached bilateral adnexa. The uterus with attached cervix weighs 106.5 grams and measures 8 x 6 x 3.5 cm. The serosa is pink tan and smooth, the actocervical mucosa is white tan 10 pale pink, and the cervix measures 3.7 cm. In diameter. The cervical os is fish mouth in appearance and ulcerated. Bivalving the uterine corpus reveals a triangular shaped endometrial cavity. Sectioning also reveals a coiled wire within the right fallopian tube. The endometrial lining demonstrates a maximum thickness of 0.5 cm. Further sectioning reveals no masses. The right adnexa consists of a pink to purple tan, fimbriated fallopian tube measuring 5.3 cm. In length and up to 0.7 cm. In diameter. Multiple fibrinous adhesions are also noted. Sectioning reveals a complete lumen. The left adnexa consists of a pink tan, fimbriated fallopian lube measuring 6 cm. In length and up to 0.7 cm. In diameter. Sectioning reveals a complete lumen. Representative sections are submitted as follows: cassette a cervix cassette b endomyometrium cassette c right tube cassette d left tube. Previously administered products included for an unreported indication: valium and toradol. Concurrent conditions included heavy periods, smoker, uterine fibroid, uterine prolapse, dysfunctional uterine bleeding, painful periods, pancreatitis and obesity. Family history included hypertension, breast cancer, diabetes and arthritis. Concomitant products included diazepam (dizepam), ethinylestradiol;norgestimate (ortho tri-cyclen), fish oil since 2012, folic acid from 2009 to 2010, ketorolac tromethamine (toradol), lisinopril and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual bleeding") and back pain ("lower back area pain"), 23 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced blood loss anaemia ("anemia/ anemia due to heavy menstrual bleeding"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") and abdominal pain ("abdominal area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, blood loss anaemia, depression, anxiety, migraine and headache outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Discrepancy in lot number provided in pif 740648 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2010: results: full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Added outcome for event abnormal genital bleeding and pelvic pain to recovered. Reporter causality comment added.lot number added.seriousness criteria for event genital hemorrhage and blood loss anemia updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (partial hysterectomy performed to remove the device). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: physician advised the plaintiff that the device needed to be removed as a result of her complications. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2010: hysterosalpingogram result was full occlusion of both tubes. On or about (B)(6) 2010, hysterosalpingogram test was performed, which confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience severe pelvic pain some time after insertion. The plaintiff underwent partial hysterectomy to remove the device. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.